Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter and an adverse event. Patient's father stated that the patient was in the hospital with diabetic ketoacidosis and that the cgm was reading 50 points lower than the fingerstick. Date of hospital visit was not provided. Additional event or patient information is not available. No product or data was provided for evaluation. The reported cgm inaccuracy was not confirmed. A root cause could not be determined.